Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen was completely black and the back light on the display would not illuminate. Customer's blood glucose was 211 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy and also confirmed an alternate pump is available.